Event description:
It was reported that this patient believed that their device as depleting prematurely. The device is currently being monitored closely for possibly premature battery depletion. No adverse events.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. This s-ICD was being monitored at that time. Additional information was received that a red call doctor icon was observed on the home monitor. A review in latitude nxt revealed a premature battery depletion (bd) alert. Technical services (ts) recommended device replacement. At this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to product performance issue. A new s-ICD was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. This s-ICD was being monitored at that time. Additional information was received that a red call doctor icon was observed on the home monitor. A review in latitude nxt revealed a premature battery depletion (bd) alert. Technical services (ts) recommended device replacement. At this time, this s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. This s-ICD was being monitored at that time. Additional information was received that a red call doctor icon was observed on the home monitor. A review in latitude nxt revealed a premature battery depletion (bd) alert. Technical services (ts) recommended device replacement. At this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to product performance issue. A new s-ICD was implanted and remains in service. No additional adverse patient effects were reported.